Event description:
It was reported that the patient with this pacemaker experienced heart rates of 50 to 120 beats per minute and was not feeling well and opted to seek medical attention. Subsequently, the patient had medication changes and was sent back home since no boston scientific representative was present to check the device. As of this time, this pacemaker remains in service. No adverse patient effects were reported.